Event description:
Lead was replaced because of a fracture. The lead was capped and will not be returned to for analysis. The lead was implanted with an implantable cardioverter defibrillator (ICD) manufactured by another co did not receive any implant information on this lead. Implant date-unknown. Removed from service-unknown.